Event description:
The stent slid off the stent balloon when it was advanced with difficulty through a tortuous circumflex artery. The stent was crushed against the artery with another stent. There was no patient injury.